Event description:
Ous MDR - it was reported that a few days after the implantation the atrial and ventricle impedance were out of range (> 2500 ohms). During the revision the leads showed proper function (measurements via programmer and connection to the new pacemaker). The explanted device was returned for analysis.

Manufacturer narrative:
The leads were not returned for analysis. The analysis of the leads is therefore based on the existing production documents. The manufacturing process of these leads was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. After it was received, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery stage was as expected. The analysis of the follow-up data confirmed the clinical observation, a unipolar atrial lead nonconformance was detected, and the automatic amplitude control was switched off subsequently. The cause of the lead nonconformance could, however, not be determined based on the device data. Therefore, the pacemaker was first visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without problems. Leads inserted as a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, the lead impedance measurement function was tested at various load resistances both in bipolar and in unipolar configuration. No anomalies that could have contributed to the clinical observation were found. In summary, the device was without defects during the analysis and within specifications both regarding the connection system and the electronics. There was no material defect or manufacturing error.